Manufacturer narrative:
Product complaint (B)(4). H6. Component code: g07002 - device not returned. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: please confirm the quantity of devices involved in the reported event. Lot number? Name of procedure? This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent under general anesthesia, craniotomy is performed to clear intracranial hematoma, followed by skull incision decompression and decompressive craniectomy procedure on (B)(6) 2024 and a suture device was used. The patient was diagnosed with 1. Severe closed traumatic brain injury 2. Traumatic epidural hematoma in the right temporal parietal occipital region 3. Traumatic subdural hemorrhage in the right temporal parietal occipital region 4. Traumatic subarachnoid hemorrhage 5. Diffuse axonal injury 6. Brain hernia 7. Increased intracranial pressure 8. Central respiratory failure 9. Pulmonary infection 10. Grade 3 hypertension (extremely high risk) 11. Cerebral infarction sequelae 12. Scalp hematoma. The patient's family requested surgery, which was performed at 19:30. The doctor used suture to suture the patient's tissue during surgery, but frequent suture breakage occurred. The sutures were replaced and re sutured. No adverse patient consequences were reported. Additional information was requested.